Event description:
The bravo ph monitor capsule failed to calibrate.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separate from the delivery system. The trocar needle was advanced. Saliva was found on the trocar needle cavity, foam gasket, proboscis and dual lumen. Blood was found on the trocar needle cavity, foam gasket and proboscis. The plunger was fully depressed and retracted. The thrust tip was flushed with the push wire. The push/pull wires did not have a bend in them. The lumen tube did. The capsule appeared to have been attempted to be installed with no success. This is a failure to attach.